Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a hypoglycemic event with a lowest blood glucose of 65 mg/dl, which lasted approximately 15 minutes, after which the user corrected with oral glucose and returned to sleep; later, the user called to confirm whether the ilet was delivering insulin while observing a spinning wheel on the home screen and reported a current blood glucose of 118 mg/dl with no new notifications. Symptoms included none reported. Outcomes included self-management without outside assistance or medical intervention, and no hospitalization. Investigation included a troubleshooting and education session reviewing proper hypoglycemia correction and advising discussion with the clinician regarding potential target adjustments. Investigation of this case revealed no device alarms beyond the low/high glucose alert and no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user counseling was provided. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.